Event description:
Per the clinic, the patient experienced poor sound quality, facial nerve stimulation and poor device performance since activation (specific date not reported). Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.